Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of a 5.3 cm abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unknown. The pt was brought to the operating room and prepped and draped in the usual sterile fashion. The common femoral arteries were isolated, and angiography was performed to confirm the position of the right renal artery. The bifurcated stent graft was inserted on the right side and deployed through a 22 french sheath. The contralateral gate was cannulated, and intravascular ultrasound was performed to confirm that the catheter was intraluminal. There appeared to be good apposition to the wall of the infrarenal aorta. A 15mm diameter x 8.5cm length iliac leg was inserted on the left side and deployed through a 16 french sheath. There was incomplete apposition and an endoleak at this site; therefore, a 20 mm diameter x 3.75 cm length aortic cuff was placed into the iliac limb. Balloon angioplasty was performed with 14 mm balloons throughout the stent graft to assure good apposition. Completion angiography demonstrated the stent graft to be in good position immediately below the renal artery. The right renal artery filled briskly. Both limbs of the stent graft filled, and the external iliac arteries and hypogastric arteries were patent bilaterally. There was an endoleak noted with some late-phase filling of the stent graft. Add'l balloon dilatations were performed with 16mm balloons. Contrast injection indicated that the late-phase filling was slow and only a mild blush in the aorta at the time of the final completion. It was reported that a type ii endoleak was present, arising from a branch vessel off the right hypogastric, and the decision was made to not perform any add'l intervention. The pt was brought to the post-anesthesia room in satisfactory condition. Later, on the day of the event, it was reported that the stent graft migrated due to posiible angulation. A type I endoleak was reported. A 28mm diameter x 3.75cm length aortic cuff was placed. It was reported that the leak was resolved, and the pt is reported to be fine.

Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of a 5.3 cm abdominal aortic aneurysm in 2001. Aneurysm andvessel morphology are unknown. The pt was brought to the operating room and prepped and draped in the usual sterile fashion. The common femoral arteries were isolated, and angiography was performed to confirm the position of the right renal artery. The bifurcated stent graft was inserted on the right side and deployed thrcontralateral gate was cannulated, and intravascular ultrasound was performed to confirm that the catheter was intraluminal. There appeared to be good apposition to the wall of the infrarenal aorta. A 15mm diameter x 8.5cm length iliac leg was inserted on the left side and deployed through a 16 french sheath. There was incomplete apposition and an endoleak at this site; therefore, a 20 mm diameter x 3.75 cm length aortic cuff was placed into the iliac limb. Balloon angioplasty was performed with 14 mm balloons throughout the stent graft to assure good apposition. Completion angioplasty demonstrated the stent graft to be in good position immediately below the renal artery. The right renal artery filled briskly. Both limbs of the stent graft filled, and the external iliac arteries and hypogastric arteries were patent bilaterally. There was an endoleak noted with some late-phase filling of the stent graft. Add'l balloon dilatations were performed with 16mm balloons. Contrast injection indicated that the late-phase filling was slow and only a mild blush in the aorta at the time of the final completion. It was reported that a type ii endoleak was present, arising from a branch vessel off the right hypogastric, and the decision was made to not perform any add'l intervention. The pt was brought to the post-anesthesia room in satisfactory condition. Later, on the day of the event, it was reported that the stent graft migrated due to posiible angulation. A type I endoleak was reported. A 28mm diameter x 3.75cm length aortic cuff was placed. It was reported that the leak was resolved, and the pt is reported to be line.